Event description:
It was reported that an asymptomatic patient presented to the clinic. During interrogation, the pulse generator exhibited backup vvi mode and a telemetry anomaly. The device was re-interrogated successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.